Event description:
It was reported via a post market survey that a patient underwent an elbow arthroplasty procedure on an unknown date. Subsequently, patient was revised on an unknown date due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product ID - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; the 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿early or late postoperative infection and allergic reaction.¿